Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product(s): 4592-53 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device depleted earlier than expected. It was noted that elective replacement indicator (eri) had not yet triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.